Event description:
The following has been reported: biomed reported: " no patient harm was involved. (B)(6)- pump problem alert keeps appearing upon every boot. The unit will have to be sent out to the vendor for repair. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve leak failure (valve 1). Shortly after start up the unit exhibits a state 1 alarm. Log files indicate pneumatic valve leak failure (valve 1). Performed the recharge test and unit passed. Valve 1 tested ok. Performed hardware test and unit failed for a valve 2 leak failure. Investigation found the tank is damaged on the p+ side. The manifold ipc tubing is damaged due to being pinched. The pneumatic valve assembly is damaged to pinched wire. Battery 1 is damaged due to a break/slice in the outer wrapping. The tank body, pneumatic valve assembly, manifold ipc tubing and battery packs will be removed and replaced during the repair process before being sent to the test line for full functional testing.